Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had failed battery test on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was advised to clean the battery cap contacts with a cotton swab and isopropyl alcohol. The customer was advised to insert new aaa alkaline battery in the insulin pump. The customer was advised to ensure battery is securely fastened and battery slot is aligned horizontally with insulin pump. The customer stated that did not receive failed battery test. The customer was advised to monitor the insulin pump. The customer was advised that we will ship a replacement battery cap as a courtesy to rule out any possible issues with the battery cap.